Manufacturer narrative:
The investigational analysis has been completed. The returned device was visually inspected and it was found reddish material inside the pebax however, no visible damage was observed. Then, a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 105 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the loss of electrical continuity at the sensor could not be determinate. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal biosense webster, inc. Processes since the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch catheter. Initially, the physician reported a force sensor issue during mapping. Force was indicated 40g level despite on catheter different localization. This force sensor issue was assessed as not reportable. The issue was highly detectable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Failure analysis lab received the product for analysis. During the initial visual inspection on (B)(6) 2017 it was discovered that there was reddish material under the pebax of the catheter and no damage was observed. This issue was assessed as not reportable as there was no damage to the pebax integrity noted. During additional analysis on (B)(6) 2017, the scanning electron microscope (sem) results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It was noted that it was possible that the damage was generated with an unknown object. No other anomalies were observed. Per the sem results reflecting that the pebax integrity was compromised, this has been assessed as a reportable malfunction. The awareness date of this reportable issue is (B)(6) 2017.